Event description:
It was reported that an ilet user experienced episodes of high blood glucose of unclear cause, and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included elevated glucose without reported injury or hospitalization. Investigation included a review of use history, user-reported troubleshooting steps, and device performance assessment based on available information. Investigation of this case revealed no confirmed device malfunction or component failure, and no specific device-related causative factor was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.